Event description:
User facility reported that the insert had just been purchased and burned the user's hand.

Manufacturer narrative:
The insert functioned correctly (good water spray, vibrated, swiveled, no leak). The insert was run for 1 minute at medium power on parkell unit and the temperature was taken at the tip. There was no overheat observed.